Event description:
According to the facility, "the rfid from the sponge fell out into the patient and the surgeon had to pull it out before closing".

Manufacturer narrative:
According to the facility, "the rfid from the sponge fell out into the patient and the surgeon had to pull it out before closing". No additional information is available at this time. The sample has been requested, but has not been returned for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.